Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint regarding the intermittent operation of the device was unable to be confirmed. However, it was found that the sub-d connector was messed up with a kind of glue. The connector was replaced and the device was calibrated newly, cleaned, tested and found to be fully functional. The damage to the connector is a result of user mishandling of the device. This could, in turn, have caused the reported failure from the customer. However, since the reported condition is not confirmed,the root cause for the reported failure cannot be determined. This serialized device (serial : (B)(4) was manufactured prior to the current manufacturer, therefore a DHR review cannot be performed since the original manufacturer no longer exists and therefore the manufacturer can no longer make any process correction or corrective actions if needed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via email that during an unknown procedure the 4580 fms duo+ pump/shaver combo -ns turns off when working, as per affiliate a reset needs to be done in order to continue working. No patient consequence and no surgical delay was reported. No additional information was provided. Additional information later provided by the affiliate reported the event occurred during a knee arthroscopy procedure on (B)(6) 2019. The affiliate reports a delay of a few minutes which was required to restart the pump but no patient impact was observed. It was reported the procedure was completed with the same pump, but it had to be restarted multiple times in order to complete the procedure.